Event description:
Event description guidant received information that a revision procedure was performed due to dislodgement of this ventricular lead. The lead had impedance measurements of 50 ohms and had a loss of capture. The lead was surgically abandoned and replaced. Tha patient was reported to be symptomatic but had no adverse effects.